Event description:
It was reported that during an upgrade procedure, this right ventricular (rv) lead was revealed to have been twiddled around the device. The rv lead and device were explanted and replaced. No serious injury/no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis was able to confirm the body of the lead was twisted and damaged from such twisting at the proximal fitting of the distal spring electrode. The lead also observed to have trilumen insulation abrasion through to the distal high voltage cable. This abrasion was noted approximately 435-445 millimeters (mm) from the terminal pin. The abrasion is consistent with lead-on-lead abrasion within the heart, however an interaction with a heart valve cannot be ruled out as the cause of this damage.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis was able to confirm the body of the lead was twisted and damaged from such twisting at the proximal fitting of the distal spring electrode. The lead also observed to have trilumen insulation abrasion through to the distal high voltage cable. This abrasion was noted approximately 435-445 millimeters (mm) from the terminal pin. The abrasion is consistent with lead-on-lead abrasion within the heart, however an interaction with a heart valve cannot be ruled out as the cause of this damage.

Event description:
It was reported that during an upgrade procedure, this right ventricular (rv) lead was revealed to have been twiddled around the device. The rv lead and device were explanted and replaced. No serious injury/no adverse patient effects were reported.